Event description:
Surgeon was using the ethicon endo-surgical product tx30b stapler. The device fired and did not appear to have staples in the load. The surgeon did hand suture the anastomosis of the colon/bowel. The patient did return back to surgery because of an air leak.